Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose (bg) was "high" with trace ketones; bg value was not provided. Bg was addressed with a manual injection. Customer reload original cartridge to resolve the issue.